Event description:
It was reported that during a da vinci-assisted surgical ileostomy takedown procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) the middle of the case the vio dv 2.0 integrated electrosurgical unit (erbe) began issuing multiple errors very quickly. The isi csr was able to restart the erbe, but the errors came back shortly after. The isi csr tried changing out the instrument energy cables with no change. The isi csr was able to locate a backup generator and connect it with the appropriate activation cable to continue with the case as planned. Isi followed up with the initial reporter and obtained the following additional information: the clinical sale representative informed there was no delays. The surgeon was able to continue the procedure as he was not using energy at the time. The csr swapped the erbe for a force triad third-party generator. There was no harm or injury to the patient and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve an issue with errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors m-02-3, 1-89, c-83, 4-89. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e1 is blank because information is not available. Fields g5 and g7 are not applicable.